Manufacturer narrative:
This report is currently being investigated. As additional info is received, a supplemental report will be issued. Covidien reference: (B)(4).

Event description:
A report received from the USA stated an ht70 ventilator experienced a frozen six picture screen during set-up for patient use. It was reported that the ventilator attempted to reboot several times. The pt was ambu bagged while an alternate ventilator was set-up for use. There was no report of pt injury as a result of the event.